Manufacturer narrative:
Analysis of the logs was performed. Analysis could not confirmed the reported issue and could not determine the root cause.

Manufacturer narrative:
Additional information: patient weight: (B)(6).

Event description:
Medtronic received information regarding a navigation device being used for a sacroiliac and thoracolumbar procedure. The issue occurred intraoperatively and delayed surgery by less than one hour. It was reported that after an imaging device spin, the navigation system was inaccurate by about 3mm. The site swapped the system for another navigation device. The surgery was completed with navigation and there was no impact on patient outcome.

Manufacturer narrative:
Patient weight not available from the site. A medtronic representative went to the site to test the equipment. Testing revealed that the reported issue could not be replicated. The system then passed the system checkout and was found to be fully functional.

Event description:
Medtronic received information regarding a navigation device being used for a sacroiliac and thoracolumbar procedure. The issue occurred intraoperatively and delayed surgery by less than one hour. It was reported that after an imaging device spin, the navigation system was inaccurate by about 3mm. The site swapped the system for another navigation device. The surgery was completed with navigation and there was no known impact on patient outcome.